Manufacturer narrative:
Field service device evaluation: the field service engineer (fse) went on-site to evaluate the suspect device. The fse cycled the ventilator device on and performed manufacture testing, which revealed a motor fault and a turbine differential xdcr fault. The main printed circuit board (pcb) was determined to be the most likely cause of this failure and a main pcb was ordered for this device . At this time, vyaire medical failure analysis laboratory has not received the suspect main pcb for evaluation. This component evaluation will be submitted in a follow up report.

Event description:
The customer reported an unresolved transducer (xdcr) fault, while in use on this ventilator device. The customer placed the patient on an alternate device and no known harm or injury was reported during this event.

Manufacturer narrative:
Result of investigation: the vyaire failure analysis group received the suspect main printed circuit board (pcb) for investigation. The fa group performed a visual inspection and found no anomalies. The fa engineer installed the main pcb into a test device and cycle the device on, which duplicated the reported alarm behavior. The event log was reviewed, which found multiple transducer (xdcr) alarm errors. The calibrations were performed on the transducers and passed successfully. The combination of xdcr faults at power-up with the auto-zero indicates that the auto-zero solenoids can be slow to respond. This slow solenoids can intermittently result in a bad auto-zero calibration at power-up and operational auto-zero checks. At this time, the reported event was duplicated and the component root cause is associated with a supplier manufacturing process and a design issue of sub components of this main pcb. This issue has been addressed in CAPA (B)(4).